Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The tandem user guide instructs the user to remove any residual air from the cartridge. Device not returned.

Event description:
It was reported that the insulin gauge was inaccurate. In addition, a minimum fill notification occurred after the user filled the cartridge with 260 units of insulin during the load sequence. The tandem user guide instructs the user to remove any residual air from the cartridge. Customer loaded a new cartridge to resolve the issue. There was no reported impact to the customer¿s blood glucose level.